Manufacturer narrative:
(B)(4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
There is a crack on the impactor. 4/12/2017 - upon examination of the returned device, the impactor was found to be broken with a piece missing instead of just cracked as reported.

Manufacturer narrative:
The complaint will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.